Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered ventricular fibrillation requiring cardioversion and cardiac tamponade requiring pericardiocentesis. The biosense webster inc. (Bwi) failure analysis lab received the device for evaluation on 9/28/2018. The investigational analysis has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection testing was performed and found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture ref no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30055047l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered ventricular fibrillation requiring cardioversion and cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient experienced many episodes of ventricular tachycardia which evolved into ventricular fibrillation. Cardioversion was performed to restore the patient¿s heart rhythm. It was also reported that the patient became hypotensive. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardiocentesis. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.